Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3-2 enhanced half-height cubie drawer in the main row e, was not detected on the communication bus at the station. A field service engineer disassembled and reseated the row board cable connector on each cubie tray, as well as reseated the rowboard cable into the drawer controller to resolve the issue. During the preventative maintenance conducted on the device, the engineer discovered that one connector clip was missing from the module controller for drawer 2 (enhanced half-height cubie drawer in the main). The module controller was subsequently replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawer 3.2 was not detected on the communication bus and had a failed storage space. The customer attempted to recover the drawer, which was successfully opened, but the machine did not recognize that the drawer was in an open state. The malfunction occurred when a user tried to dispense medication to the patient, which resulted in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.